Manufacturer narrative:
The sample has been returned and is pending eval. The investigation is currently underway.

Event description:
It was reported that during angioplasty of the subclavian vein in a right arm avfistula, the pta balloon would not fully deflate after the first inflation at 10 atm. Reportedly, after 3 to 5 minutes, the balloon would only deflate half way. The balloon catheter was cut and the balloon was removed through the introducer sheath without further incident. A new wire, sheath, and balloon catheter were used successfully to complete the procedure. There was no report of injury to the pt.